Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately three weeks post implant that the right atrial (ra) lead dislodged and fell into the right ventricle. The initial implant of the ra lead had placement difficulty. The ra lead was removed and replacement attempts in the right atrium failed. A replacement lead was placed in the coronary sinus near the left atrium (la). No patient complications have been reported as a result of this event.